Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 50's (mg/dl) during the morning. Reportedly, the customer adjusted the basal rates for the tandem pump based off of the previous settings of a non-tandem pump. To treat the low bg level, the customer consumed food. Tandem technical support assisted the customer in successfully adjusting the desired basal rate settings. Recommendation was made to consult with health care provider regarding diabetes management.